Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal appeared to have additional rings on it and the anchor tab was not smooth. The prolene sutures were catching on the anchor tab cord and additional sutures were needed. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).